Event description:
The patient's identifier and weight were not provided by the customer.

Event description:
The customer reported that a disposable set ruptured during set-up, but before connecting the saline. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Manufacturer narrative:
(B)(4). Investigation: v6.1 and above will spin centrifuge at start-up during set loading; before connecting saline or patient. The reported damage could occur if the centrifuge arm was not holding the set correctly as a result of misloading of the tubing set. The disposable set had already been discarded before the terumo bct service engineer arrived. The service engineer removed set debris from the centrifuge chamber and performed an autotest to confirm that the device runs according to factory specifications. The service engineer asked the customer for more details about the ruptured set . The customer could not confirm that the set was correctly loaded into filler. There is no safety issue associated with the reported condition as containment is built into the centrifuge basin and side panels in the event a part is loose or becomes damaged during operation. Root cause: although it cannot be definitively confirmed, the most likely cause is due to operator error.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue.